Event description:
Additional information received stating temporary difficulty with ventilation that was promptly resolved by replacing the inner tube. It was reported that there was no lasting patient harm.

Event description:
Information was received while a smiths medical tracheostomy was in use, resistance was encountered with the cannula. This resulted in distortion of the cannula and difficulty ventilating the patient. Upon removal, narrowing of the lumen occurred.

Manufacturer narrative:
Incorrect aware date: 12/19/2019. Correct aware date: 12/24/2019.